Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle mini blood glucose meter. The customer obtained readings of 1.1 and 5.1 mmol/l within a ten minute timeframe. When plotting each reading against the average on a parkes error grid the results fall on the 'c' zone showing the difference to be clinically significant.

Manufacturer narrative:
There was no report of death, serious injury or mistreatment. The customer's products have been requested for investigation.